Manufacturer narrative:
Full patient identifier is case: (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse performed a high sensitivity (hs) system check which failed. Fse rebuilt precision pump, replaced mixer belt and pulleys, aspirate probes and tubing, wash valve rotor and performed incubator belt alignment. Fse then primed the instrument and performed hs system check which returned acceptable results. In conclusion, the cause of the non-reproducible elevated troponin I (access accutni+3) result is a hardware malfunction.

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result of 0.227 ng/ml which had been generated on the customer's access 2 immunoassay system (part number 81600n and serial number (B)(4)). The sample repeat tested on the same access 2 immunoassay system and a result of 1.214 ng/ml was obtained. An elevated result (customer did not specify which result) was released from the laboratory. The customer reanalyzed the sample on a different access 2 immunoassay system (part number and serial number not provided) and obtained a lower troponin I result of 0.045 ng/ml. An attempt was made to determine which result was reported out, but customer was unable to provide that information. There was a report of change to patient care or treatment which occurred in connection with this event. The patient was administered a heparin drip (dosage not provided). The heparin was stopped when the lower result was obtained. Customer did not provide a accutni+3 reference range. The beckman coulter reference range for accutni+3 is 0.02 ng/ml (0.01 - 0.05 ng/ml). System performance indicators such as system check, calibration, precision runs and quality control were passing within specifications at the time of the event. Sample collection and processing information such as sample type, sample volume, centrifugation time and speed, or other sample processing information was not provided.